Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was feeling light headed and passed out during activity. The patient was seen in the clinic and their health care professional (hcp) was questioning the device's rate drop response. The hcp wants to program the sudden bradycardia response (sbr) on. The patient was programmed at ddd meaning that there was no rate response because the patient typically has normal sinus activity. The device follow-up check was normal although the atrial capture was elevated. The hcp was not concerned with loss of capture (loc). During threshold testing, when loss of atrial capture is obtained, the patient is not symptomatic. Boston scientific technical services (ts) discussed sbr and the programmable settings with the hcp. The sbr will be programmed on with a detect time of 1 minute and the number of beats to 1 or 2 beats. The other parameters will be programmed at nominal setting. Ts also discussed the option to turn on the rate response as a back-up. No other adverse patient effects reported.